Event description:
Additional information received noted that the device was implanted and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the device change out procedure, difficulty engaging the setscrew for the df1 competitor lead occurred. The other screws were visualized, but not the setscrew for the df1 competitor lead. An attempt was made to take the screw out but was unsuccessful. Eventually the setscrew for the df1 competitor lead was visualized and it was believed the screw was not seated properly. Subsequently, the healthcare professional proceeded with the the remainder of the case. Status of the device is unknown. No patient complications have been reported as a result of this event.